Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 32 mg/dl. For treatment, the patient was given zofran and intravenous (IV) of insulin. The patient was reported to have passed out before being taken to the hospital. The pod was worn between 4 and 24 hours on the hips/buttocks. The pod was removed at the hospital. The patient was discharged after 4 hours.